Manufacturer narrative:
A direct relationship between the device and the reported event could not be conclusively determined through this investigation. It is unknown if the device will be returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate ii lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022. The cause of death was unknown and not provided by the customer. Whether the outcome was device or therapy related was not provided.